Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As the result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported to abbott that the patients ipg would not communicate. The patient programmer showed error 2501 and the charger could not locate the ipg. The patient stated that they stopped charging the ipg approximately 1 year ago due to experiencing heating at the ipg site while charging (estimated event date (B)(6) 2019). Report stated on (B)(6) 2020 ipg was revised. No further information was given. All information pertaining to this event has been reviewed and no further action is required at this time.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.